Event description:
During the procedure, the shaft of this device kinked. It is unk if the device kinked during or after having crossed the heart valve. It was necessary to use a wire in order to remove this device. There is no report of pt injury.